Event description:
A patient was removed from the 3100a for routine suctioning, but the operator was unable to get the 3100a's patient circuit to repressurize to resume patient treatment. The patient was placed on another 3100a without compromise.